Event description:
It was found that the head end lift was stuck in an elevated position due to a damaged lift coupler and malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.